Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that impedances are normal. No issues with the system. The patient has excellent coverage and pain relief with the system. The issues she reported of shivering and spasms and a jolting could not be associated with the system at the time of the patient's visit. It was recommended the patient follows up with her physician to evaluate her symptoms further as there was nothing the rep could do or to be done from a stimulation standpoint. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. The patient stated that they were getting a shivering feeling up their spine to the back and neck; at the divot at the base of the skull to the top of their shoulders. The patient stated they would only feel this if they tipped their head up. The shivering would go away when they would put their head back down. The patient stated her device was turned off. The patient stated that yesterday they charged their device and once they were done the patient turned the implant back on and the shivering was constant no matter the head position. The patient stated they turned their implant off. The patient stated that it is not painful but it feels like she is convulsing. The patient stated that over the (B)(6) she was going down stairs and missed a step and jolted herself. The patient stated that she was on a school bus that threw her around like a rag doll because the bus had no suspension. The patient said yes, when asked if stimulator event reported was related to a positional movement. The patient stated that they may try turning the stimulation on and just lowering the settings so they can have some relief. Product service specialist (pss) reviewed with the patient that they should keep ins charged to avoid over discharge. The manufacturing representative (rep) was contacted, and is seeing the patient in (B)(6) regarding their issues. No further patient symptoms or complications were reported in this event.